Event description:
It was reported that the patient had been having low flows for the last week. The patient presented on (B)(6) 2025 to have blood pressure checked and was sent to the emergency room (ER) for an echo for low blood pressure and possible suck downs. Log files were sent for review. The event log file did not capture any low flow alarms as it may have been overwritten by events on (B)(6) 2025. The event log was full of pulsatility index (pi) events on (B)(6) 2025 from 13.31 to 14:25. It was noted that the low-speed limit was currently set at 5300 rpm. The pi events seen here were of a significant amount. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were unable to be confirmed through review of the submitted log files, and a specific cause for the reported alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Review of the submitted log files confirmed intermittent pi events; however, a specific cause for the pi events could not be conclusively determined. The system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 (under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
This was a nurse visit that the patient was seen on (B)(6) 2025 for the low flow alarms. There were no symptoms during the low flow events. At the time the patient's flow was 3.3, with a speed of 5500 and frequent speed drops. The patient's pi was 11.5 with a power of 4.2 watts. Their blood pressure was low at 66/53 with doppler low at 58. The patient noted they were drinking around 2 l of fluid daily. The doctor went in the room and figured they were possibly having suck down events and decreased the speed to 5100. The flows and pis started to improve with the speed decrease. The patient was taken to the emergency room for evaluation and admission. While in the hospital the patient was given a bolus of fluids, this improved blood pressures and mean arterial pressure (map). An rpm echocardiogram (echo) was done and the speed was changed to 5200 rpms. This resolved the low flows. The patient discharged with their valsartan, spironolactone, and farxiga placed on hold. They were slowly bring added back in the outpatient setting. The patient also had labs done while admitted to the hospital.